Event description:
It was reported that this right atrial (ra) lead was explanted due to oversensing with pacing inhibition with no asystole due to lead fracture on insulation and lead body. Fracture due to very medial access and 1st rib crush. No additional adverse patient effects were reported.